Manufacturer narrative:
--

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Event description:
Boston scientific received information that latitude had detected a red alert due to low shock impedance measurements from this lead. No adverse patient effects were reported.

Manufacturer narrative:
According to our resources, the system remains implanted and no other adverse events have been reported. Efforts to obtain additional details were unsuccessful at this time. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was subsequently explanted due to an elective upgrade procedure. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.